Event description:
The customer reported that when trying to adjust the table, the table caught a foreign equipment and one of the table wheels got lifted off the floor. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. During the inspection, the technician noticed that the rubber cap was missing from one of the 4 brake stamps. There were no other findings or repair issues with the table. The missing foot pad was replaced but was determined to be not a casualty or contribution to the event or any other malfunction. The reported issue was caused by operating error due to driving the ts7000 onto a third-party product (instrument table - mayo). The root caused was traced to a user error. Based on this, no further actions are necessary.

Manufacturer narrative:
Baxter is in the process of inspecting the ts7000 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that when trying to adjust the table, the table caught a foreign equipment and one of the table wheels got lifted off the floor. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).